Event description:
The customer reported the patient was brought back to the operating room for a "corneal leak" after cataract surgery. The surgeon stated that this may have been the result of a "technique" issue. The customer noted during a follow-up call it was a corneal burn. The wound was sutured. The patient's prognosis was noted as good to excellent by the surgeon. In the surgeon's opinion, it is unknown if the system contributed to the event.

Manufacturer narrative:
The customer service representative and sales account manager observed surgery and worked with the resident on settings and technique. There were no problems noted with the system. Investigation, including root cause analysis is in progress. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report mailed in to FDA on: 12/19/2007.